Event description:
It is reported during an upper endoscopic ultrasound (eus) procedure using an evis exera iii duodenovideoscope, tissue was found in the distal cap upon removal of the scope. Sequence of events as follows: the physician first inserted the eus scope and performed/completed the procedure (to treat dilated pancreatic duct). The physician then switched to the evis exera iii duodenovideoscope to view the ampulla of vadar to assess it's condition after the procedure. Upon withdrawal of the evis exera iii duodenovideoscope, tissue was found in the distal cap. A direct view endoscope was inserted next and the physician found a linear mucosal tear in stomach, submucosa intact-no perforation. The patient was treated with one month of proton pump inhibitor (ppi) therapy. No additional consequences to the patient were reported.